Event description:
It was reported by service report that the fowler was drifting up and down and would not lock into position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; gas spring tip.